Manufacturer narrative:
The pusher assembly was returned for evaluation with the proximal end stuck inside the instant detacher. The evaluation could not determine the cause of the event; however, the proximal segment of the pusher assembly was found bent and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of a cerebral arteriovenous fistula. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the pushwire of the fourth implant coil became stuck in the instant detacher after the implant coil was successfully released (after a couple of attempts) and implanted in the desired location. It was noted that the proximal end of the pushwire was bent prior to insertion into the instant detacher and this may have caused the pushwire to be stuck in the instant detacher. A new instant detacher was used to successfully complete the procedure. No patient injury was reported as a result of the procedure.